Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2020. Subsequently, the patient had a fall at home. It was a domestic fall, resulting in acetabular dislocation, no fracture. During the revision surgery it was noted that the patient had an infection so no new implants were placed. Harm: s3 - dislocation. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Sterilization certificate: the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot number has been reviewed and was found to be according to specifications. 5. Conclusion: it was reported that the patient underwent an initial hip arthroplasty on jul 17, 2020. Subsequently, the patient had a fall at home. It was a domestic fall, resulting in acetabular dislocation, no fracture. During the revision surgery it was noted that the patient had an infection so no new implants were placed. Medical records were not provided, therefore the reported fall, the dislocation and the infection cannot be verified. Sterilization certification was reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. There are no indications of a product or process issue that has affected the implant safety or effectiveness, therefore the implanted product is not identified as the source or contributing factor to the reported infection. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the investigation the reported events cannot be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length; item# : 00811400110; lot# : 64560587. Femoral head sterile product do not resterilize 12/14 taper; item# : 00801803202; lot# : 64349710. Therapy date: unknown. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to dislocation. During the revision surgery, it was noted the patient was having infection and hence no new implants were put in.